Manufacturer narrative:
Additional information was added to d4: lot #, d4: expiration date, d4: unique identifier (UDI) #, g1 manufacturing facility, h4, h6, and h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. G1 manufacturing site: the product was manufactured at one of the two following manufacturing locations: baxter healthcare - cartago. Parque industrial de cartago. Apartado no. 1-7052. Cartago, costa rica. Baxter healthcare - haina. Parque industrial itabo. Carretera sanchez km 18 1/2. Haina, dominican republic 21426. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of continu-flo solution sets did not flow during infusion using a baxter infusion pump. The reporter further described the issue as ¿did not always deliver the correct amount¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.